Event description:
It was reported that caller experienced occlusion issues that triggered alarm 2 followed by alarm 26, with more than one previous occlusion event mentioned. There was no reported adverse impact to the customer¿s blood glucose level, as caller declined to provide information about blood glucose values. Customer resolved issue by changing cartridge and resuming insulin, and since frequent or recurring occlusion problems were not reported, no additional assistance was needed and case was closed by technical support.